Manufacturer narrative:
Additional information received stated the physician repositioned the ipg. Nothing was implanted or explanted and the patient is reportedly doing well following the procedure.

Event description:
A report was received that a patient will undergo a pocket revision due to discomfort. The patient had lost a significant amount of weight (non device related) causing the ipg to sit loose in the pocket.

Event description:
A report was received that a patient will undergo a pocket revision due to discomfort. The patient had lost a significant amount of weight (non device related) causing the ipg to sit loose in the pocket.